Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reeq3692 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reeq3692) have been reported from the same facility in (B)(6).

Event description:
It was reported that when performing the procedure of implanting the PICC, the per-q-cath plus catheter presented resistance, making hard to pass the guidewire, and causing a perforation in catheter. It was required to request for another PICC.